Manufacturer narrative:
Result: fowler drive assembly.

Event description:
It was reported by service report that the fowler drive assembly was bent and the fowler could not lay flat. It is unk if there was pt involvement or if there are adverse consequences to report.